Event description:
Customer received a reading of 174 mg/dl, dosed with insulin based on the reading, and lost consciousness. Paramedics were called and treated customer intravenously to raise blood glucose levels. Customer was kept for observation at the emergency room for 3-4 hours.